Event description:
It was reported the device speaker needed replacement. A good faith effort is being made to find out if the device still had sound. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).